Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer was unable to confirm the blood glucose (bg) level but did report it resulted in an elevated bg and the presence of ketones of an unspecified level. As a result, the customer went to emergency room on (B)(6) 2026 and was subsequently hospitalized in the intensive care unit. Customer received intravenous fluids of saline and insulin along with magnesium, phosphate supplements, and other unspecified treatments. The customer was released from hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.